Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a long human hair was observed in a vented micro-volume inlet. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: it was further reported a long human hair was observed in the sealed, sterile packaging of a vented micro-volume inlet. H10: the device was received for evaluation. Unaided eye visual inspection was done which observed a loose long hair inside the unopened packaging; the hair was found under the label of the sealed packaging and not in the fluid pathway of the device. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.